Manufacturer narrative:
E1: event city: s(B)(6). Event country: canada . E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
In canada, on 19-may-2026, the patient called reporting high blood glucose of 24 mmol/dl due to infusion set tape not sticking issues, which was self-managed with insulin pump adjustment.